Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached (183.3 cm from the proximal section) exposing the core wire, the distal tip detached was not returned. Also it has the body kinked on the proximal section. Overall length is 183.3 cm from the proximal section, it is out specification due to the device condition (distal tip detached). The outer diameter (od) of distal end polymer section, middle of the device and proximal section are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mid right coronary artery. A 185cm pt2 guide wire was advanced to the lesion. However, during the procedure, the tip of the wire broke off inside the patient. Stenting in the rca was required to secure the broken tip. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mid right coronary artery. A 185cm pt2tm guide wire was advanced to the lesion. However, during the procedure, the tip of the wire broke off inside the patient. Stenting in the rca was required to secure the broken tip. No further patient complications were reported and the patient's status was good.